Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid and an unknown drug. The indications for use was non-malignant pain. It was reported that the patient stated they had been having an issue with their pump over the weekend. The patient stated when they went to get their medication, the controller was not responding. The patient said it took forever for the controller to go to 100%. The patient stated that it took forever from 90-100. The manufacturer's patient services specialist (pss) walked the patient through resetting the communicator and closing all apps. The patient was able to connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient called back stating the issue is still occurring. The patient stated it took a long time to connect and to deliver a bolus. The patient stated they get 5 boluses per day but usually only use 4. Pss reviewed information. Additional information was received from the patient reporting that the device is still lagging at 90% when connecting to the pump. Patient stated they get error message but not sure what that message was. Additional information was received from the patient who reported that they did not have any problems with the handset until it was replaced earlier this year. The patient stated when they connect to the pump for a bolus it will get stuck on retrieving pump settings at 90% for about 3 minutes. Additional information was received a consumer (con) stated that she was still getting the lag at 90% for a long time and getting service code 156. The agent reviewed the code. The agent reviewed how to clear the cache, attached the ¿ka¿ and the patient was able to connect to the pump quickly. The patient will call back if she needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# product type software product ID hh90t01 lot# roduct type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.